Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a balloon aortic valvuloplasty (bav) was completed due to aortic regurgitation. After the bav, the left coronary artery was completely occluded. After the implanting physician unsuccessfully attempted to enter the left ostia with a wire, the patient went into asystole and expired. Per the physician there were no abnormalities with the valve, and the valve had been positioned properly in the annulus. The cause of death has not been determined.

Manufacturer narrative:
Medtronic received additional information that after the balloon aortic valvuloplasty (bav), the left coronary artery was completely occluded. Per the physician, the valve pushed a calcified native leaflet into the left ostia, causing complete left main coronary artery occlusion. An attempt was made to enter the left ostia with a wire, but was unsuccessful. The patient went into asystole and expired. An autopsy will not be performed. (B)(4).

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that an autopsy will not be performed; the device remains implanted. (B)(4).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case, the aortic regurgitation most likely was due to patient anatomy, as calcified native leaflets were reported. However, a conclusive cause could not be determined from the limited information available. Occlusion is a known potential adverse effect per corevalve instructions for use (IFU). This type of issue is generally due to patient pre-existing conditions such as calcification and/or implant technique, as was reported in this event. No deficiencies were alleged against the device.